Event description:
The customer reported to beckman coulter (bec) a leak of diluent and cleaner inside the unicel dxh 800 coulter instrument. The leak was contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated in connection with this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found that the port to tubing # 5 on the flow cell had snapped off the flow cell spraying diluent and cleaner inside the flow cell and onto the median angle light scatter (mals) sensor, damaging the sensor. The fse removed and replaced the defective flow cell and mals sensor resolving the leak. Service activity was performed and was verified to meet the specified requirements per established procedure. Failure mode was related to popped off port to tubing #5 on the flow cell. (B)(4).